Event description:
It is reported that the pt has a fractured hinge post, and revision surgery will occur in 2008. Exact implant date is unk.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: the product is still implanted and is not available for eval. Also, x-rays are not available for review. The pt's age, weight and their activity level are not known. Device history records could not be reviewed, because the item number and lot number of the device are not known. Cause cannot be definitively determined. Eval: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.